Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, an arthrex subsidiary employee reported via email that two ar-2324bcc biocomposite swivelock c anchors had the tips break during insertion. The procedure was completed using a replacement ar-2324bcc biocomposite swivelock c. No fragments were retained in the patient. There was no significant delay, no additional anesthesia was administered, and no adverse effects were reported. This was discovered during a procedure on (B)(6) 2026 with no reported patient harm.